Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during treatment, the hat-trick's peek snapped inside the patient. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A review of the wire, interference, peek drawing found that when visually inspected, parts must not have embedded particulates, dust, or foreign matter. Parts to be free of burn marks and discolorations. Plus, statement (c of c) or evidence of conformance to material and processing specification must be provided. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No clinically relevant documentation was provided for review. Therefore, the root cause of the reported issue could not be determined. The device is manufactured and intended as an external communicating device, not approved for long-term internal tissue exposure. Long-term tissue implantation is not available. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort can not be determined. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference: (B)(4).